Event description:
It was reported that during the total parathyroidectomy procedure, the nim emg tube had a red cross on the vocalis 2 before the start of surgery. During the surgery for the left side of surgery, the tube had not responded as it should be. False positive responses were noted when the thyroid nodules/strap muscle was stimulated. When the aps clip was placed on patient¿s left vagus nerve, the machine tried taking baseline for up to 120 times, and the baseline was inconclusive as there was an issue with both the vocalis 1 and 2. The procedure was completed with the reported product(s). There was no injury to the patient.

Manufacturer narrative:
G4: PMA / 510(k): device is not marketed in the united states; however, it is similar to the united states marketed device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.